Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. During visual inspection, a missing screw was noted and there was no lamp module inside the unit. The illuminator was installed in pca system and it failed testing with an error 48245. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the illuminator went out and the system had a non-recoverable fault. The customer removed the instruments and restarted the system twice before calling the intuitive surgical, inc. (Isi) technical support line; however, the error persisted. The isi technical support engineer (tse) advised the customer to restart the system once again and the system restarted with a recoverable error 48238. At that point, the tse suggested for customer to use an auxiliary light source for the remainder of the procedure. The robotic procedure was completed successfully and there was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported issue. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.